Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient received a power on reset (por) code. The patient was reviewed the meaning of por, that therapy had been turned off and reset to shipping parameters. The patient noted that she saw the por when she went to increase. The patient reported that the device may have been affected by a medical test or emi environment exposure. The patient stated that they had to move the implant because it was causing her pain. The patient noted that she just saw a manufacturer representative (rep) on wednesday. The patient stated that they moved the implant up a little bit because it was implanted in a position that was right above her right butt check and when she would sit down it would push up on the implant causing pain in that area. The patient was redirected to a healthcare professional (hcp) to have the por cleared. Additional information was received from a hcp on 2017-feb-21. The hcp reported that a rep came to the office to see the patient and reset the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.